Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on available information, the reported single leaflet device attachment/slda was due to challenging patient anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional procedure clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment/slda. It was reported that this was the second mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted enlarged left atrium. The first clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, then the clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda). The physician stated the cause of the slda was due to pre-existing patient anatomy. The slda was not treated. The procedure continued and a second clip was deployed further reduce mr. A third clip was attempted to be implanted, but gradient increased and a decision was made not to implant this clip. The gradient returned to baseline. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: a third clip was attempted to be implanted to stabilize the single leaflet device attachment/slda. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. B1 - added adverse event. B2 - added required intervention. H1 - type of reportable event - removed malfunction, and added serious injury. H6 - health effect code - 2199 was removed and 4641 was added.